Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. The reported occlusion found in (B)(6) 2021, was alleged to be related to a stent fracture. However, no x-ray images were provided to verify the reported stent fracture. Even though stent fracture may be a contributing factor for occlusion or restenosis of the vessel, an alleged relation between a fracture of a stent and restenosis of the vessel could not be verified. It is unknown, if both stent are alleged to be fracture and whether the stent fracture reported in (B)(6) 2021 and the one in (B)(6) 2022 refers to the same stent. No irregular stent placement of the index procedure was reported. Based on the information available the investigation is closed with inconclusive result. The reported restenosis as well as the alleged stent fracture could not be verified and a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent (... ) in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct procedure for stent was found addressed. H10: d4 (expiry date: 11/2019). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately three years four months and twenty nine days post stent placement procedure through the superficial femoral artery, the subject had an adverse event of occlusion of right superficial femoral artery and stent fracture. It was further reported that approximately three years eight months and seven days post stent placement procedure, the subject had an instent restenosis. The event was probable related to the study device. The re-intervention was successful and the current status of the subject was unknown.